Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope experienced an e217 scope error. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on circuit board unit in endoscope connector, the distal end section became warm, and due to damage on the charged coupled device (ccd) unit, an e216 (scope communication error) occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was no electrical continuity due to corrosion on distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.